Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. No autopsy was performed and the device was not explanted. The device will not be returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. There were no reported device issues or malfunctions that could have contributed to the patient's outcome. No additional information was provided.